Event description:
Additional information: the pump had multiple motor stalls ( minutes to hours) then on (B)(6) 2012, no recovery. There were no symptoms and no patient injury other than return to surgery and surgical recovery.

Event description:
Telemetry confirmed a critical alarm due to a motor stall that was constant. Stall occurred on the date of this report at 01:43 am. It was added that there was no magnet exposure to pump. Patient was asymptomatic at this time. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the pump revealed motor feedthru and gear train anomaly and corrosion along with hole in the pumphead/pump tube due to mechanical wear. In regards to the alarm not being heard due to motor stall; it was observed during analysis that the pump passed the initial alarm test and the resonator was visually inspected, with no anomalies found.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pump stalled multiple times. The pump motor stalls were intermittent and finally stalled without recovery. The patient and patient's family did not hear the alarm until the final stall; the interval set to 10 minutes on the pump for critical alarm. The pump was replaced and the patient recovered without sequela.